Event description:
The following has been reported: biomed reported: "not recognizing cassette. Patient harm: no". On 10/21, customer reported that the pump has no log files, "it says there is none. " a preliminary review identified the following issue: set not recognized. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Correction: initial MDR submittted with incorrect catalog/model #'s in section d4, fu2 submitted to correct.

Event description:
The pump was returned for an indeterminate failure. Pump gave a tubing set misloaded alarm after the fva pins failed to actuate correctly. It was discovered the fva rocker axle was damaged alongside the upper screw mounts of the front housing. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further engineer evaluation and will be replaced with new batteries.